Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was at end of service (eos). The device was off/disabled and no longer providing therapy. The patient was told they should contact their healthcare provider (hcp) to schedule a replacement. The patient was dissatisfied with longevity as the ins was implanted last year. The patient also reported feeling pain on (B)(6) 2018 because the ins was not on. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device just stopped. The patient said nothing has been done to resolve the issue. The patient called the doctor and was directed to a manufacturer representative (rep). The patient was waiting for a referral to the healthcare provider (hcp). No further complications were reported.